Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. On 2023-08-18, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling and bleeding. No further patient complications were reported.